Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient's symptoms returned about two weeks prior to the report, (B)(6) 2017. The patient had nausea and vomiting. There were no falls or trauma, or positional movements that were related to the event. The patient was in the hospital and they were in a hospital where their healthcare provider (hcp) did not have rights to see them. The event was noted to be sudden. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that while the patient was in the hospital, their hcp requested to have the device reprogrammed. A rep reprogrammed the device and upped the frequency. They stated that it helped the patient since their discharge, on saturday, and they can now eat here and there, but it did not completely resolve the issue. The hcp's attributed the return of symptoms to a flare-up and did not seem to think it was related to anything else. It was noted that the rep was very kind. The patient's weight around the time of the event was 215 and they were down to 205. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.